Manufacturer narrative:
(B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to "changed caregiver". No further detail was provided). On unreported dates, the patient was hospitalized for the event and the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). Two weeks after onset, the antibiotic treatment was discontinued. No further detail was provided regarding the discontinuation of the antibiotic treatment, the patient's outcome from the event, or whether dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
It was not reported if the patient was retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.